Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced worsened therapy effect (undermobile) over the last three weeks. Stimulation threshold and amplitude was increased. The patient stated they have a new robotic lawnmower for three weeks, which ran via wi-fi and gps. It was inquired if the lawn mower could have an influence on the dbs. It was reviewed that no emi was expected from a robotic lawn mower.